Event description:
Report received of an underdelivery. The pump was returned to the biomedical engineering department with an unsigned note that stated, "broken". No tracking information was provided; therefore specific patient information, pump programming, or event details were not available. During testing at the user facility, the device underdelivered by "more than 5% of the set amount. Delivery accuracy for this device requires delivery of +/-5% of the set amount. There were no reports of any adverse patient events while the device was in clinical use. Though requested, no additional information was provided.